Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that intermittently the pump's alarm volume and vibration were too low. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.